Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt went to the ER feeling jolts at the ipg area. The pt reported she had not used the system in over a year, but charges the ipg every 3 months. The physician requested info regarding ensuring the system was off, as the pt did not have her magnet or programmer. The next night the pt went to the ER a second time, reporting the system was not working. Follow up identified the pt was to look for a physician, for further intervention.